Manufacturer narrative:
The investigation determined that a non-reproducible, higher than expected, vitros trop I es result was obtained from a single patient sample while using the vitros eciq system. An ocd fe performed service actions to multiple subsystems of the analyzer and returned the system to expected performance. Additionally, the sample was not processed in accordance with the tube manufacturer's recommendations. It is likely that cellular debris, due to poor sample preparation, was present in the affected sample, although this could not be confirmed. The most likely assignable cause is instrument related. There was no evidence that a reagent related issue contributed to the event. Additionally, a pre-analytical sample processing issue cannot be ruled out as a contributing factor.

Event description:
The customer obtained a non- reproducible, higher than expected, vitros trop I es result (0.068 vs. Expected result <0.012 ng/ml) from a single patient sample processed on the vitros eciq system. Biased results of the magnitude and direction observed may lead to inappropriate physician action. However, the affected sample result was not reported out of the laboratory and detected prior to reporting as it is the customer policy to test vitros trop I es in duplicate. There was no report of patient harm as a result of this event. (B)(4).